Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3 889-28, lot# va0qpv7, implanted: 2015-(B)(6), product type lead. (B)(4).

Event description:
The patient reported a poor communication screen on the patient programmer. Poor communication was noted. Caller states she had a bunch of medical tests done (xray, ultrasound, EKG) and was wondering if that could have done something to her implant. The EKG results were "messed up." Patient services reviewed EKG guidelines and how if stim is not off- artifact can lead to faulty results. The patient tried to turn stim up. The patient uses an antenna. Patient services walked caller through how to properly align the antenna and hit the synch button. The patient was able to connect and reported she was on program 3- 1.8v. The patient noted when she tries to increase it won't work. Patient services had caller synch again and verify seeing lightning bolt inupper left corner. The patient stated it is blank (patient did not know how stim got turned off). Patient services had caller turn stim on. The patient verified the y now they see the lightning bolt. The patient hits plus button and was able to increase. Patient services reviewed with caller they cannot turn stim up if the implantable neurostimulator (ins) is off. Regarding did the patient report any symptoms, it was noted: yes. The patient stated the therapy had never worked for her at night time, but she was ok during the day. The patient wakes up wet- and it happens 3 times a night. Patient services recommended adjusting settings, monitoring symptoms, keeping logs, etc to try to find best settings to manage symptoms. Troubleshooting resolved reported issue. Poor communication- resolved on call. Symptoms- the patient will try adjusting voltage and programs. If still no success, will follow up with hcp (health care provider). Event date: (B)(6) 2015. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the patient noted that regarding did increasing stimulation resolve the lack of effect at night, it was noted: somewhat. Additional steps taken were noted as increase again and doctor appointment.